Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision quality vision and not improved with the refraction/dry eye therapy. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested and provided that there was no patient harm and no hospitalization. The patient had double vision, unhappy with distance and near vision.

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated which is not qualified for use with the lens/cartridge combination used. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).